Manufacturer narrative:
Recall (if recall number is given) or correction/removal number (if given), list correction/removal reporting number: additional information. The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device ¿ 0 days. Manufacturer's investigation conclusion: the evaluation of the returned sealed outflow graft as well as the photograph submitted by the account confirmed the report that the screw ring disconnected from the graft adapter. Examination of the returned sealed outflow graft revealed that the screw ring used to tighten the outflow graft assembly to the pump cover was completely separated from the graft adapter. Examination of the screw ring threads showed no evidence of damage or defects and the graft adapter appeared unremarkable. The outflow ptfe washer within the screw ring as well as the o-ring within the graft adapter were present, properly seated, and free from damage. Visual inspection of the outflow graft hardware revealed that the c-ring was not properly seated within the c-ring groove of the graft adapter and was not present anywhere on the graft adapter. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have resulted in the separation of the screw ring from the graft adapter. A corrective and preventive action (CAPA) has been opened to investigate the heartmate 3 outflow graft c-ring disengagement issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during pump priming, the outflow graft's purple screw came off. The outflow graft was determined to be non-functional and a stand-alone outflow graft (investigational) had to be used. There was no reported adverse impact to the patient as a result of this event.